Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that failed; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was patient involvement. There was no reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that failed was confirmed during product evaluation. The quality engineer has determined that this condition was a result of a 810:11 failure code and determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.